Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient had return of urinary symptoms and not feeling stim. The patient programmer (pp) showed stim was off. Patient was instructed to turn therapy on during the call and reported feeling stimulation. Patient would see if turning on implantable neurostimulator (ins) would help return of symptom. Patient stated they do not have healthcare provider. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Conclusion code 92 no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the cause of the stimulation being off was the patient had inadvertently turned it off when they were changing the program. The symptoms were getting better, but they weren't 100%. They were going to be making an appointment with a new doctor.